Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit has air leak. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723-2025-0005004 in your database.